Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old mixed race (caucasian, hispanic/latino) female patient underwent a primary breast augmentation with two unspecified mentor saline breast implants and experienced bilateral breast pain and left-sided deflation postoperatively. The patient states that she experienced contraction-like feeling in her right breast at the night of (B)(6) 2021. The patient immediately checked her right breast. However, her right breast appeared to be normal, and her left breast appeared to be deflated. The patient also experienced left-sided tenderness. The diagnosis of the left-sided deflation was confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date. The implantation date was estimated as (B)(6) 1998 based on available information. This report is for the right-sided prosthesis.